Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Initially, the photo of the distal end and proximal end of the IV catheter was provided. The distal tube was placed on the small container, while the catheter hub was connected to the surplug tube. The defects that could lead to the complaint cannot be confirmed through the photo. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 62% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. Based on the results of our investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. The condition of the broken catheter tube cannot be confirmed through the photo. However, the lot's history file showed no non-conformity that would affect the product quality. The retention samples were free of any damage or deformation that could cause breakage, and they passed the functional inspection. As informed through the additional information, the involved device was used properly. The damage likely occurred during the removal process. The reported device was used with no difficulty during the medical procedure, and there were no issues during placement; the catheter was placed as intended. Our review of the product's lot history file revealed no related issues that would cause catheter breakage. The evaluated retention samples passed both the visual and functional tests. Our catheter tube has high tensile strength and does not break easily, even when a strong force is applied. We have routine inspections to check the condition of the products. We conduct an outgoing inspection prior to shipment to ensure the overall condition of the catheters. Therefore, our process is assured. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
Terumo europe received information that during the removal of the catheter, the needle broke off and remained inside the patient's body. The fragment was successfully removed under ultrasound guidance by a vascular surgeon. The event occurred intra-operative. Surgery was performed to remove the catheter from the patient. The broken part was successfully removed. The current patient condition is stable. Additional information received on 18 sep 2025: there was no resistance, irregularities, or difficulties reported during placement at the emergency department. The catheter remained in situ for 9 days. The catheter was removed from the patient manually in the usual way. No complications were noted by the patient. The fragment was palpable and located near the right elbow and was removed under local anesthesia by a vascular surgeon. The break point of the catheter was visibly pinched on both ends, as if bent.

Manufacturer narrative:
D4: lot #: potential codes: 241012sd & 230303sd, d4: expiration date: potential dates: 30-sep-2029 & 29-feb-2028, d4: UDI: not applicable, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, h4: device manufacture date: potential codes: 12-oct-2024 & 03 mar 2023. Initially, the photo of the distal end and proximal end of the IV catheter was provided. The distal tube was placed on the small container while the catheter hub is connected to the surplug tube. The defects that could lead to the complaint cannot be confirmed through the photo. Retention samples were visually inspected and found to be free of any catheter damage that could have caused the complaint. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. We perform initial quality confirmation through visual inspection and functional tests before mass production. During visual inspection 1, all products are checked for damaged or deformed catheter tube conditions. The catheter tube and catheter hub fitting test is conducted during the production process. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we have an outgoing inspection to check the overall condition of the product. The catheter tube undergo incoming inspection, which includes visual inspection and verification of the certificate of analysis according to the material specification. From the previous two fiscal years to the present, 61% catheter tube breakage complaints are related to usage. The result of the investigation showed that there was no attributable cause noted related to our product or the manufacturing process. This complaint is still an ongoing investigation. Therefore, a final answer card will be provided once the investigation is completed. No corrective action has been taken as of this time. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.